Manufacturer narrative:
Pt info not available at time of this report. Device manufacture date not available at this time. Medtronic rep reported re-loaded the fusion 2.2.1 software and it has been working perfectly. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep requested instructions for uninstalling and installing software on a rollingstone computer. The site experienced unexpected behavior while in an ent case. The 3d model had an odd coloring, they were unable to get tracer to work, and the system froze in navigate. The system was restored after a re-boot. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on pt outcome.